Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: customer reports their 810 (sn: (B)(4)) failing patient side occlusion test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer states both pressure sensors are the older version. Recommended replacing both pressures sensors. If fault does not clear, recommended reinstalling old pressure sensors, and send in for repair. Customer will move forward with my recommendations. Ended call.